Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) and right ventricular (rv) channels. Noise was able to be recreated on both channels. Stored episodes revealed the noise had been oversensed and resulted in greater than two seconds of asystole. The patient is pacer dependent and had experienced pre-syncopal symptoms. The sensitivity was reprogrammed on the rv channel and defibrillation threshold (dft) tests were performed to ensure appropriate sensing of ventricular fibrillation (vf). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A bi-ventricular upgrade was planned for a later date. The ra lead and rv lead will be evaluated at that time. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). Both the ra and rv leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 ra spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.